Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # r57k7u. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Did the device cut or staple tissue? Did the device locked-out (no staples deployed and no cut line started)? Or did the device partially fire (start to deploy staples and cut but could not be completed)? Did the jaws eventually open? The hospital provided all of the information given to them by the or. There is no additional info.

Event description:
It was reported that the jaws of the stapler were stuck. A second like device was used to complete the procedure with no patient consequences reported.there is no additional information available.

Manufacturer narrative:
(B)(4). Batch number: r57k7u. Investigation summary: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.